Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical analyzer. The fse inspected the instrument and performed diagnostic testing. The fse observed the mid solution rest test reading/results failing cv (coefficient of variation). The fse determined the cause of failure was due to multiple hardware malfunction. The fse replaced the ise (ion selective electrode) k (potassium) electrode cable, cl (chloride) electrode cable, na (sodium) electrode cable, and ref (reference) cable to resolve the issue. No further issue was noted after replacing ise cables. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated false negative anion gaps results and false patient results for ise (ion selective electrolyte) na (sodium), and cl (chloride) on three (3) patients. The customer repeated the sample on another au system and obtained a result within the normal reference range. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided verbal example of false results for two (2) patients.